Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message 3 times during the case. Each time, the flow was reestablished by power cycling the pump. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message 3 times during the case. Each time, the flow was reestablished by power cycling the pump. There was no report of pt injury. The investigation is ongoing. A f/u report will be filed when the investigation is completed.